Manufacturer narrative:
Device eval by manufacturer: returned product consisted of an imager diagnostic catheter in the sterile pouch. The device was examined for damage or any irregularities. The device showed multiple areas of bends due to the packaging being folded up by the customer site for return analysis. The device had multiple bends from shipping. It was noticed inside of the sterile pouch that the tip was separated from the shaft. The catheter shaft and tip were removed from the packaging and the length of the broken tip was approximately 3cm long. Inspection of the remainder of the device, apart from the observed damage revealed no damage or irregularities. The complaint was confirmed for kinks and a broken tip.

Event description:
It was reported the tip was broken. An imager ii angiographic catheter was selected for use in a mesenteric angiogram with intervention. During preparation, the catheter was opened to the sterile field and was flushed with heparinized saline. A tug on the tip with minimal pressure pulled the tip off of the catheter body before insertion into the patient. The procedure was completed with a non-boston scientific catheter. No patient complications were reported.

Event description:
It was reported the tip was broken. An imager ii angiographic catheter was selected for use in a mesenteric angiogram with intervention. During preparation, the catheter was opened to the sterile field and was flushed with heparinized saline. A tug on the tip with minimal pressure pulled the tip off of the catheter body before insertion into the patient. The procedure was completed with a non-boston scientific catheter. No patient complications were reported.